Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was that over the last couple months, recharging the ins had gotten increasingly difficult. Patient (pt) reported that the recharger cord going into the paddle was getting really hot. Pt stated that it got to the point where they had to stop recharging the ins and let the recharger cool down before they could recharge the ins again. Pt stated that they started wrapping the recharger cord, however the outer layer of the recharger cord started melting to where the outer layer of the cord was falling off. Pt stated that after so many times of trying to recharge the ins, the controller would say to contact mdt (screen details asked unknown). Pt stated that the controller would get hot and that the controller battery was dying real quick when trying to recharge the ins. Pt was trying to recreate the error message during the call, however pt stated that the equipment was semi-cooperating. An email was sent to the repair department to replace the recharger. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). B3. Date is estimated; year is valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed a frayed cable. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.